Manufacturer narrative:
Updated fields: b4, e3 g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to replicate the reported malfunction. The fse found moisture on the executive processor board and battery top. The components were carefully cleaned and dried. However, it was found that the internal mass storage device pcb was damaged. The fse replaced the executive processor board. Calibration was performed. All functional tests were performed and checked on the machine on a system trainer for more than three hours. The iabp was working satisfactorily.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use cardiosave intra-aortic balloon pump (iabp) when tried to switch on the machine error code 3 power up fail code #3 shown on the display. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name - (B)(6). Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code). Corrected field - b5, e1(event site name).

Event description:
It was reported by the customer that before use cardiosave intra-aortic balloon pump (iabp) when tried to switch on the machine error code 3 power up fail code #3 shown on the display and upon inspection, moisture was found on the executive processor board and the battery top. There was no patient involvement.